Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of event is an approximation on (B)(6) 2025, it was reported that the patient experienced the receiver readings were stuck to high. On (B)(6) 2025, they have experienced a continuous frozen reading of high on the receiver for 5 consecutive days. The patient was feeling tingling on his fingertips. The patient decided to go to the hospital because there were no movement observed on the readings of the receiver for 5 days straight and they want to know what his reading was. They did not do a fingerstick measurement while at home. They arrived at the emergency room (ER) and there they took a bg reading which was 398 mg/dl. They then decided to remove the g7 sensor. The patient was treated with insulin (route not specified). The patient was discharged at an unspecified time. The reported declined to provide further information about the event. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.